Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with approximately 300 units. Also, it was noted that the customer experienced resistance when filling a cartridge. The customer was able to load a new cartridge and resumed insulin delivery. The customer reported a blood glucose level of 250 mg/dl and indicated that a bolus would be delivered.